Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later confirmed that the mpu had a v-lock connector on the ac power cord and there were no environmental circumstances that would have affected the ac power at the time of the event. It was unknown whether the ac power cord came loose from the wall outlet or from the back of the unit.

Manufacturer narrative:
This event was determined to be supplemental information and an additional report will be submitted under MFR# 2916596-2024-07839 with the investigation findings.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple low voltage advisories while connected to the mobile power unit (mpu). The power supply voltage dropped five times. The patient was asymptomatic during the alarms. No devices would be returned. Following review of the submitted log files, it appeared there were low power hazards on 10dec2024 and 11dec2024, which were caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the events.

Event description:
It was later reported that there were multiple low voltage hazard alarms recorded while the mpu was connected again. The patient was asymptomatic during the events. The hospital provided the patient with another mpu and kept the original mpu at the hospital. The patient was asked to use another mpu at home and the low voltage hazard was not recorded at that time. Following review of the log files it appeared there were routine events captured and no low voltage alarms noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.